Manufacturer narrative:
The device was not available for evaluation. As the device was not returned, no visual, functional and dimensional testing were performed. Procedural cine during valve deployment was provided, and the valve moved proximally during deployment. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. As the valve was able to be moved onto the inflation balloon, prior complaints related to fine adjust difficulty (difficult to rotate, recoil, does not engage, unable to rotate) were excluded from review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for edwards commander delivery system, device preparation manual, and procedural training manual were reviewed. The training manual warns that if valve alignment is not performed in a straight section, there may be difficulties performing valve alignment which may lead to delivery system damage and inability to inflate the balloon. No IFU/training deficiencies were identified. As the complaint for valve alignment difficulty was unable to be confirmed, a complaint history review is not required. A complaint history review on confirmed device complaints (returned and no product returned) from may 2020 - april 2021 for the commander (all models and sizes) was performed. Prior closed complaints with any of the related codes were reviewed for similar events and root cause identification. Of the root causes identified, the procedural factors (valve not aligned prior to deployment) is potentially applicable to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The difficulty with valve alignment was unable to be confirmed due to unavailability of applicable imagery. The valve movement on balloon was confirmed through the provided imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. As reported, 'the root cause of the difficulties to inflate the valve was that since the valve was not fully aligned with the ds balloon when it was inflated, it resulted in slide out of the balloon'. Per the complaint history review, valve alignment difficulty can be attributed to patient tortuosity, performing valve alignment in a non-straight section, improper valve crimping or excessive volume used during de-airing. However, patient imagery and procedural imagery of valve alignment was not provided. Therefore, a definite root cause was unable to be determined. Additionally, it is possible the valve was misaligned on the inflation balloon prior to deployment, causing the asymmetric deployment where the valve moves toward the aorta during inflation. However, procedural imagery of valve positioning prior to deployment was not provided. The following factors may have contributed to the valve being misaligned on the inflation balloon prior to deployment: tension was built during valve alignment and was released during flex tip retraction causing the valve to be mispositioned prior to deployment; thv was aligned incorrectly during valve alignment. A definite root cause is unable to be determined. However, available information suggests procedural factors (valve misaligned on inflation balloon prior to deployment) contributed to the reported event. The perceived cause of death was that the patient had a hemorrhage due to an inadequate size and position of the valve in the descending aorta,(cardiovascular injury not specified) and had to be converted to surgery. Additional clarification indicated that it seems that the hemorrhage was due to manipulation when pulling the valve back on the descending aorta. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The valve movement on balloon complaint was confirmed. However, no manufacturing non-conformances were identified during evaluation. Available information suggests procedural factors (valve misaligned on inflation balloon prior to deployment) may have contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. The difficulty with valve alignment complaint was unable to be confirmed. However, no manufacturing non-conformances were identified during evaluation. Due to insufficient information, a definite root cause is unable to be determined at this time. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Device not returned.

Manufacturer narrative:
Update to b5, g3, g6, h2, h10 per new information provided on 06/24/2021 and corrections made to evaluation per new information. The device was not available for evaluation. As the device was not returned, no visual, functional and dimensional testing were performed. Procedural cine during valve deployment was provided, and the valve moved proximally during deployment. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. As the valve was able to be moved onto the inflation balloon, prior complaints related to fine adjust difficulty (difficult to rotate, recoil, does not engage, unable to rotate) were excluded from review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU for edwards commander delivery system, device preparation manual, and procedural training manual were reviewed. The training manual warns that if valve alignment is not performed in a straight section, there may be difficulties performing valve alignment which may lead to delivery system damage and inability to inflate the balloon. No IFU/training deficiencies were identified. Although the complaint for valve movement on balloon was confirmed, a complaint history review is not required as the issue has been previously identified in a pra and a CAPA, which captures root cause analysis for the issue. As the complaint for valve alignment difficulty was unable to be confirmed, a complaint history review is not required. A complaint history review on confirmed device complaints (returned and no product returned) from may 2020 - april 2021 for the commander (all models and sizes) was performed. Prior closed complaints with any of the related codes were reviewed for similar events and root cause identification. Of the root causes identified, patient factors (tortuosity) and procedural factors (valve alignment performed in non-straight section) are potentially applicable to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The complaints were confirmed through the provided imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The related pra captures the prior investigation of this failure mode where high tension conditions can potentially result in proximal valve movement during flex tip retraction. Per the cer, the patient had a tortuous anatomy and valve alignment was not performed in a straight section of the aorta. Performing valve alignment in a tortuous anatomy/non-straight section of the aorta, can cause the thv to become unseated/non-coaxial from the flex tip during alignment, which can contribute to fine adjust difficulties and create built-up tension in the system. As reported, 'the valve was not fully aligned with the ds balloon when it was inflated.' It is likely that the tension was built during valve alignment and was released during flex tip retraction causing the valve to be mispositioned prior to deployment. The valve was not aligned on the inflation balloon prior to deployment, which likely caused the balloon to inflate distally, resulting in asymmetric deployment where the valve moves toward the aorta during inflation. A definite root cause is unable to be determined. However, available information suggests patient (tortuous anatomy) and procedural factors (valve alignment performed in non-straight section) contributed to the reported event. The perceived cause of death was that the patient had a hemorrhage due to an inadequate size and position of the valve in the descending aorta, (cardiovascular injury not specified) and had to be converted to surgery. Regarding the valve alignment difficulty or inability - fine adjust, since no product non-conformance was confirmed, a product risk assessment escalation is not required. Regarding the valve movement on balloon, since no manufacturing non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. A related pra was previously initiated to investigate the cause and assess the risk associated with valve movement on the balloon. The risks outlined in the pra remain the same; the pra documents the potential for non-target deployment, which did occur during this event. The re-escalation threshold for this issue was not exceeded (monthly trend category control limit was not exceeded). The pra remains applicable, and no further action is required. Regarding the valve alignment difficulty or inability - fine adjust, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Regarding the valve movement on balloon since no edwards defects were identified, no corrective/preventative actions are required. Based on the related pra, a CAPA was initiated to document the investigation and drive corrective/preventive actions as appropriate. The investigation revealed that high tension can lead to valve movement in the proximal direction when the flex catheter is retracted prior to deployment. Global refresher training was provided, emphasizing steps to reduce tension in the system that can lead to valve movement. The CAPA closed on january 10, 2020, with the acceptance criteria that complaint rates remained within control limits during the effectiveness monitoring period. The valve movement on balloon complaint was confirmed. However, no manufacturing non-conformances were identified during evaluation. Available information suggests patient (tortuous anatomy) and procedural factors (valve alignment performed in non-straight section) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. However, a pra investigates and documents the valve movement on balloon issue and its associated risks and the CAPA documents the investigation and drive corrective/preventive actions as appropriate. No additional escalation is required at this time. The valve alignment- fine adjust complaint was confirmed. However, no manufacturing non-conformances were identified during evaluation. Available information suggests patient (tortuous anatomy) and procedural factors (valve alignment performed in non-straight section) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.

Event description:
As found reported by our affiliates in france, during deployment of the 29mm sapien 3 valve in aortic position by transfemoral approach, there were difficulties to inflate the valve. The valve was not fully aligned on the inflation balloon and therefore the ds balloon 'slipped out' during inflation, leaving an incomplete deployment of the valve. It was decided to retrieve the whole system back into the descending aorta and deploy the valve in the descending aorta. On pod1, the patient died. As per medical opinion, the root cause of the difficulties to inflate the valve was the valve was not fully aligned with the ds balloon when it was inflated. The perceived cause of death was that the patient had a hemorrhage due to an inadequate size and position of the valve in the descending aorta had to be converted to surgery. Additional information indicates there was moderate calcification/tortuosity of the iliacs/aorta. Valve alignment was not attempted in a straight section of the aorta. As per medical opinion, tortuous anatomy was the cause of the difficulty with valve alignment. The difficulty was found during the fine alignment.

Manufacturer narrative:
The device was discarded. Investigation is ongoing.

Event description:
As found reported by our affiliates in (B)(6), during deployment of the 29mm sapien 3 valve in aortic position by transfemoral approach, there were difficulties to inflate the valve. The valve was not fully aligned on the inflation balloon and therefore the ds balloon 'slipped out' during inflation, leaving an incomplete deployment of the valve. It was decided to retrieve the whole system back into the descending aorta and deploy the valve in the descending aorta. On pod1, the patient died. As per medical opinion, the root cause of the difficulties to inflate the valve was the valve was not fully aligned with the ds balloon when it was inflated. The perceived cause of death was that the patient had a hemorrhage due to an inadequate size and position of the valve in the descending aorta had to be converted to surgery.